Event description:
It was reported that compressor had failure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that compressor had failure. There was no patient harm. Identification of issue has been done by analyzing problem description. The issue was decided based on available information as there may be underlying causes for the occurrence that may affect essential functions of the compressor. According to received information, this compressor is out of warranty period and is repaired by third-party companies or hospital engineers. It was not possible to provide specific equipment information and fault description. Therefore, the root cause to the reported issue has not been confirmed. H3 other text : 4117.